Event description:
Repeated exposure to antigenic natural latex such as found in latex surgical or examination gloves has led to the development of latex allergies. No actual manifestation of reaction is specified or otherwise described. The pt was diagnosed in may 2000 as being allergic to latex.